Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initiall classified as a health and safety complaint, not a reportable event. Upon further eval of all facts and circumstances surrounding the event, steris has determined that the event is reportable. In october 1998, the facility reported growth of pseudomonas cultured from pt bronchial washings following bronchoscopy procedures. The bronchoscopes were processed in the steris system 1. Steris's investigation revealed that the facility was not properly connecting the scope to system 1. Apropriate in-service retraining was provided, and the facility has reported no further positive cultures from devices processed in system 1.